Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device delivered six shocks resulting in therapy exhaustion. This patient then experienced a syncopal episode in which the emergency medical technician (emt) had to provide three external shocks to successfully convert the patient. This system exhibited high out-of- range shock lead impedances resulting in a recorded code 1005. Review of the electrogram shows the patient was in ventricular tachycardia (vt) and ventricular fibrillation (vf) in which the device appropriately provided therapy. The rhythm got super fine after the atp and with some undersensing noted. The patient was then transported to the intensive care unit. Technical services discussed programming optimization. At this time, this system remains in service. No additional adverse patient effects were reported.